Event description:
Customer stated that the device over-heated at the start of the procedure. A backup set was used to complete the procedure. There was no adverse consequences reported.

Manufacturer narrative:
The device is available for eval. However, it has not yet been delivered to the investigation site.